Event description:
Information was received indicating that this cadd legacy plus gave "lec 1610" with bleeding screen. No adverse effects reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. The pump was found to be displaying "1610" alarm error code message during the investigation. Visually inspected the pump and found it had fluid ingression on microprocessor unit board with missing lcd pixels, cracked lcd lens, cracked rear case and the device had been opened. Investigator's recommend microprocessor unit board, lcd, lcd lens and rear case to be replaced. Further investigation found user interface issue (customer neglect) - this issue was customer induced as a result of the customers non-performance of required periodic maintenance activities and the customer's general neglect.